Event description:
Reporter alleged the customer obtained a discrepant blood glucose result of 183 mg/dl on advantage system 1 compared back to back with a result of 444 mg/dl on advantage system 2 when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
This medwatch report is for the suspect device used in system 2. Reference medwatch report with patient identifier (B) (4) for the suspect device used in system 1.